Event description:
It was reported that during an orthopedic knee surgery the handle spring of the lpi impactor handle broke. The sales representative was not present at the surgery. It was reported that no device fragments fell into the surgical site. The surgery continued and was completed without additional issues. There was no delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device in question was returned to exactech for analysis. Design-related issues: the design of this lpi impactor handle has been in the field since 2009. (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2016. Therefore, this issue does not appear to be manufacturing related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this lpi impactor handle, 750-2003-019- rmr-instruments rev-, was reviewed. The risk is captured in line 23. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the rmr. Most likely cause: the deformed device reported in experience (B)(4) was likely the result of attempting to remove the bal-seal spring during cleaning which led to deformation of the spring component. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted and concluded that the most likely root cause of the deformed device reported in experience (B)(4) was likely the result of attempting to remove the bal-seal spring during cleaning which led to deformation of the spring component. Information was not provided for: pt. Info.